Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8801075, serial/lot#: (B)(6). A1-5: select patient information cannot be provided, due to regional privacy regulations. H3, h6: no parts have returned to the manufacturer for analysis. Codes b17, c20 and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, regarding a navigation system being used, during a sacroiliac and thoracolumbar procedure. It was reported, that 2 packs of the passive marker recognition were defective. An additional 2 new packs were opened. And the operation was completed. There was no reported delay to the procedure, due to this issue. There was no impact on patient outcome. Additional information was received. It was reported, that this was an initial defect of the instrument. Additional information was received. It was reported, that the issue was a tracking issue.